Event description:
Pt alleges she quit treatment in 7/93, because she couldn't stand the surgeries and closed capsulotomies anymore; however, she continues with treatment today. She claims the area under her breast becomes irritated because it is hollow or sunken. The tip also becomes irritated because of the rubbing of the external prosthesis she has to wear. Pt also has pain, suffering and disfigurement.